Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip of the vessel sealer extend (vse) instrument broke off. The customer reported that the executive sales representative (esr) had called in to report this issue (reported on duplicate (B)(4)). Per the reporter, no fragment fell inside the patient. The procedure was completed with no reported injury. The vse instrument issue was communicated on duplicate (B)(4): it was reported that during a da vinci-assisted surgical procedure, the executive sales representative (esr) called in to report that the plastic dissecting tip on the vse instrument peeled back and almost fell off during surgery. The esr stated that the customer was able to remove the vse instrument successfully. The customer opened a new vse instrument and continued with the case. The site would send back the affected vse instrument for evaluation. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
Intuitive has received the part associated with this complaint and completed investigations. Failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of broken grip tips to be related to the customer reported complaint. The instrument was found to have a broken grip tip. The broken piece measures approximately 0.047" x 0.031". The broken piece was not returned with the instrument. Root cause of this failure is typically attributed the misuse/mishandling